Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02508 for the active cord, and manufacturer report # 3005099803-2014-02467 for the sensation snare . It was reported to boston scientific corporation that a sensation medium oval snare and an active cord device were used during a colonoscopy procedure. According to the complainant, during the procedure, the snare would not cauterize a pedunculated polyp. It was reported that there was no visible damage to the device prior to use. The users were unable to confirm if the issue occurred due to the snare, or due to the active cord. The procedure was not completed and was rescheduled due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event: wire failed to deliver current. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.